Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that there was a revision poly swap for a star total ankle.

Manufacturer narrative:
The explanted broken sliding core was classified as primary product by the customer. An investigation and a review of the manufacturing and inspection documents (DHR) were not possible because the implant and the product identification details (catalog number, lot code) were not available. The exact root cause of the implant breakage could not be determined. Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient's post implant behavior and especially depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. ¿like other arthroplasty devices in weight bearing joints such as the hip or knee, it is anticipated that the star ankle will have a finite useful life, at which point the prosthesis will require revision or, in certain cases, removal and fusion¿ stryker. 2-year post-approval study to investigate. 2015. ¿complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hind foot malalignment and ankle instability¿. Hoffmann, a.h. And fink, b. Moderne 3-komponenten-sprunggelenkprothesen - häufigkeit und ursachen von luxation und vorzeitigem verschleiss des polyethylengleitkerns. Orthopäde. September 23, 2007. The key factor regarding the longevity of the polyethylene sliding core is the correct alignment of the implant components ¿to assure even distribution of forces on the polyethylene liner during gait¿. The tibial and the talar component of the star ankle prosthesis have to be positioned ¿parallel to one another¿. A misalignment (especially greater than 5 degrees) ¿between the tibia and talus will cause increased stress and wear on the polyethylene component, greatly increasing the risk of failure of the polyethylene and loosening of the other components¿. Jeffrey a. Mann, md, roger a. Mann, md and eric horton, md. Star¿ ankle: long-term results. Foot & ankle international. 2011. The customer reported that the patient was fallen at home; furthermore the patient is extremely obese (bmi: >50). The IFU contains that the star system is not cleared for patients with a weight >250 pounds. It can be assumed that the sliding core broke due to overloading over a longer time frame due to obesity and finally overloaded during patient's accident. A manufacturing related issue can be excluded based on the given information; the case is attributed to the patient. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported that there was a revision poly swap for a star total ankle.